Event description:
The customer reported a false negative result with the alere determine hiv 1/2 ag/ab combo performed on (B)(6) 2024 with a whole blood sample. Confirmation testing via hiv-1 rna naat was performed on (B)(6) 2024 which generated a positive result. Additional 4th generation elsia test was performed on an unknown date which generated a positive result. The customer stated that the patient was not known to be hiv positive at the time of the testing and was not on art treatment. He was not referred to medical care until they received the result of confirmation testing on (B)(6) 2024. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 834146 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 834146, test base part number 10732998/ lot 834824. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 834146 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false negative result with the alere determine hiv 1/2 ag/ab combo performed on (B)(6) 2024 with a whole blood sample. Confirmation testing via hiv-1 rna naat was performed on (B)(6) 2024 which generated a positive result. Additional 4th generation elsia test was performed on an unknown date which generated a positive result. The customer stated that the patient was not known to be hiv positive at the time of the testing and was not on art treatment. He was not referred to medical care until they received the result of confirmation testing on (B)(6) 2024. No additional information, including patient treatment and outcome, was provided.